Event description:
The white transfer cartridge's top is broken off and not attached. Team has discovered 6 effected cartridges in the box. Lot 000x150207, expire 6/18/2027. Pt code: 4582. Device codes: 1069, 2588. Reference reports: mw5186149, mw5186150, mw5186151, mw5186152, mw5186153.